Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during priming at the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed along the side of the dialyzer. The machine, a fresenius 2008t machine, alarmed with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately in-between 200 to 300 ml. It was reported that the patient had a hemoglobin and hematocrit (h&h) to ensure the patient did not lose too much blood. It was confirmed that despite the h&h, there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded.